Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-02113. It was reported that the patient did not receive effective therapy from the scs system. X rays revealed that leads migrated. System diagnostics revealed low impedances on most lead contacts. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-02113. Additional information identified that surgical intervention was undertaken wherein leads were explanted. The physician felt that loop developed from migration may be the reason for ineffective therapy.